Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed that the battery is no longer functional. The fse replaced the unit to address the issue of error 802. Battery fault. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the battery box associated with this complaint and completed its investigation. Failure analysis (fa) confirmed/replicated that the battery was non-functional. The battery was installed into pca test system and failed at start up with error 802 and failed on the bbm test fixture. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the da vinci system froze and then experienced repeated non-recoverable errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system¿s logs and noted error 802, which is related to the patient side cart¿s (psc) battery. The tse noted that the error had re-occurred after several power cycles before the customer called isi technical support. The tse had the customer emergency power off (epo) the psc with no change. The procedure was completed via open surgery with no reported injury. Isi followed up with the initial reporter/surgeon and obtained the following additional information: this issue occurred while the surgeon was surveilling the surgical field with laparoscopic instruments. Operating room (or) staff moved the psc towards the patient for docking (ports placed for robotic surgery) when the reported issue occurred. Or staff indicated that a nurse had unintentionally bumped the psc into a yellowfin stirrup immediately prior to the system faulting. Or staff also informed isi that the psc¿s power cable was plugged into a blue anesthesia box, which was plugged into a white power strip. The surgeon noted that the cancer was widely spread, but would still have been addressable via a da vinci-assisted procedure. The surgeon successfully completed the procedure via open surgery with no reported harm to the patient. The surgeon indicated that the patient is in normal recovery and that there were no intraoperative or postoperative complications.